Manufacturer narrative:
The device was reported to have been discarded after use. Attempts were made to obtain additional information, however, our attempts were unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the used of the x-pedion 14 guidewire with the catheter (unknown device), the x-pedion guidewire was alleged to be tacky and sticky, when advanced in the catheter, as if there was no coating on the guidewire. This event occurred during the embolization of a pica aneurysm. The guidewire resistance was felt in the distal section, upon trying to advance the wire out of the echelon tip there was significant resistance and then the wire jumped forward. The anatomy was normal. No patient injury occurred. The catheter was flushed as indicated in the instructions for use (IFU). The guidewire was hydrated as indicated in the IFU. There was no damage to the device prior to its use. The guidewire introducer was used.